Event description:
It was reported that there was debris from the shaver. Surgeon could not remove all debris from patient. The used blades were discarded. Samples of same lot will be returned for evaluation.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The complainant's event is typically caused by user mechanical damage such as hitting the device against another device or excessive bending forces being applied during use this is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.